Event description:
A customer reported that the patient control module of an infusor device remained depressed after use. The drug(s) being administered are unknown. There was patient involvement; however, no patient injury or adverse reaction was associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation against the reported condition of a stuck patient control module (pcm). Functional and visual testing was performed on the device. Visual inspection of the pcm noted the inner round white part was stuck to the clear pillow. During the functional test, the medication demand button did return to its original position. Only the inner round white part did not return to its original position because it was stuck to the clear pillow. No cause could be determined for this condition. Should additional relevant information become available, a supplemental report will be submitted.